Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample and a retained sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the tubing was disconnected from the chamber. Visual inspection on the retention sample did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed on the retained sample and no disconnections were confirmed. Therefore, the retention sample was a conforming product. The reported condition was verified in the photograph of the sample; however, the issue was not verified on the retention sample. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration sets separated from the drip chamber. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.